Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-03608. The pt received 2 scs leads with different model numbers. It was reported the pt¿s stimulation had moved to her upper back. X-rays showed the scs lead had migrated. The pt¿s scs leads were replaced which resolved the issue.

Manufacturer narrative:
MFR¿s eval: the returned product was not analyzed as the complaint of lead migration could not be confirmed via lab testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.